Event description:
Article titled establishment and characterization of a novel breast implant-associated anaplastic large cell lymphoma cell line and pdx model (bia-xr1)with a unique kras mutation" reported a patient with swelling and tension of the right breast. Breast ultrasound was positive for late onset seroma in the right breast. The pre-operative diagnosis of bia-alcl and was established based oncytomorphology corroborated by flow cytometry analysis. Histopathological markers are reported and specific (cd30 positive and alk negative. Treatment included surgical bilateral implant removal and capsulectomy was performed.device has been explanted. This record is for the right side.

Manufacturer narrative:
Cont. H.6: f2201, f1903. Article citation: xagoraris, ioanna, et al. ¿establishment and characterization of a novel breast implant-associated anaplastic large cell lymphoma cell line and pdx model (bia-xr1) with a unique kras mutation.¿ current research in translational medicine, vol. 71, no. 3, 2023, p. 103401, https://doi.org/10.1016/j.retram.2023.103401. The events of "lymphoma-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphoma-alcl.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d1, d4.

Event description:
Article titled establishment and characterization of a novel breast implant-associated anaplastic large cell lymphoma cell line and pdx model (bia-xr1)with a unique kras mutation" reported a patient with swelling and tension of the right breast. Breast ultrasound was positive for late onset seroma in the right breast. The pre-operative diagnosis of bia-alcl and was established based oncytomorphology corroborated by flow cytometry analysis. Histopathological markers are reported and specific (cd30 positive and alk negative.treatment included surgical bilateral implant removaland capsulectomy was performed.device has been explanted. This record is for the right side.